Event description:
A customer reported a system message code was received during a procedure and the system would not perform the fluid/air exchange (fax). There was a 30 minute delay. The procedure was completed after the surgeon performed the fax manually. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).